Manufacturer narrative:
The reported issue that the device had dim segment on the display could not be confirmed; no product or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris etco2 module is used for monitoring only. The file may be closed based on the above facts. The customer stated that there was no patient involvement.

Event description:
Prp - dim segment on led display (1) 8300. Npr - no product returned. It was reported that the device had dim segment on the led display.(etco2). There was no patient involvement.